Event description:
It was reported that the zip surgical skin closure device was used, and the patient presented with a skin reaction 2 weeks after the procedure. The patient went to the dermatologist for treatment, the zip was removed before intended and steri-strips were applied to the surgical site.